Event description:
The original information received from the field indicated a crossing difficulty during a coronary procedure and no pt injury was reported. However, upon receipt of the product, it was noted that the stent delivery system was received inserted inside a non-cordis csi with a snare device attached to the stent. The stent was still securely attached to the balloon. The proximal balloon and stent ends were noted to be severely deformed. The hub was not returned and evidence indicates that it was cut off. Also, the hypotube shows material smear striations at the proximal end of the hypotube shaft.